Manufacturer narrative:
One photo was provided for investigation. The failure mode was confirmed from the photo. The root cause cannot be determined from the picture. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that when the catheter was attached to the latch, the catheter broke in the lock. There was no patient involvement, and no patient harm/adverse event reported. There is one quantity affected, and one sample is returning for investigation.

Manufacturer narrative:
One device photo was returned for analysis of complaint that when the catheter was attached to the latch, the catheter broke in the lock. A lot history review was performed and no nonconformances were identified. The photo provided by the customer showed the problem area where the catheter is missing from the port. Without the return of the used port and catheter, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Retrospective review was performed and there were no complaints related to same lot or by different conditions.